Manufacturer narrative:
Analysis cannot be performed, and root cause cannot be established. No device specific information received, no lenses were returned for evaluation and no lot number reported. The association between the coopervision device and the event is unconfirmed.

Event description:
The manufacturer became aware of the event through a social media ((B)(6)) post by the consumer. The user states that the device, contact lens, caused in injury to the eye that resulted in scaring and requires a corneal transplant. Good faith efforts were made by the manufacturer to contact the user and request additional details. No response has been received from the user, additional information regarding the device, event, and outcome are unknown at this time. Should additional information become available, a follow-up report will be submitted. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.